Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use by the patient from (B)(6) 2017 (272 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion was observed between the air-side and middle layer of the triple layer membrane. Functional testing indicated that the pump did not meet its required specification. The pump was disassembled for evaluation and a leak was detected in the air-side layer of the triple layer membrane. Furthermore, an abrasion (graphite agglomerates) was detected between the membrane interstices. The other two layers displayed no defects. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the air-side layer of the membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduces the pump performance.

Event description:
Our (B)(4) distributor informed berlin heart (B)(4) that the clinic exchanged the excor blood pump of a patient supported in the lvad configuration due to a suspected membrane defect. Berlin heart was informed only after the exchange of the affected blood pump. The affected blood pump was exchanged in the clinic by trained personnel without complications. The patient was not negatively affected by the incident and is doing well.